Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time (CT) of 37 seconds. The battery voltage was noted to be 2.43. The patient reported feeling several shocks from the device; however, there were no recorded shocks except the induction episodes. Technical services (ts) discussed device behaviors at eol. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.